Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized from (B)(6) 2018 to (B)(6) 2018 due to high blood glucose. Customer's blood glucose was 490 mg/dl. Customer reported that insulin pump was removed and was trying to reconnect but found that insulin pump and meter did not connect. Customer received assistance with setting up meter. Insulin pump is not expected to return.